Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found residue that was present on the device indicating use/ handling. Visual evaluation of the device found that the basket was fully retracted and the handle cannula was bent upward and broken. The broken ends were deformed prior to failure. The coil assembly/ sheath was also buckled in multiple places and the outer sheath peeled. Further evaluation of the distal end of the device found the tip to be intact and the device also presented side car- rx pushback. The device is designed so that the basket tip detaches if the stone cannot be crushed but it appears that the handle cannula bent and failed instead. There is no information provided regarding use of alliance handle, sohendra lithotripsy system or other lithotripsy device during the procedure. The evaluation concluded that based on the event description and evaluation of this and other devices with the same issue of tip failed to detach, the most probable root cause of "operational context" is selected for the complaint. A device history record (DHR) review of the lot number was performed and revealed no issues related to the reported complaint. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatable basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6), 2014. According to the complainant, the device was tested and inspected prior to use and no issues with the device were noted. During the procedure, the physician attempted to crush a stone with an estimated size of 0.5-1cm but failed. The physician attempted to detach the basket tip, however, the outer sheath started to buckle, the metal within the handle snapped and the tip failed to detach. The stone was eventually released by moving the basket up and down in the common bile duct. It took approximately 40 minutes to release the stone, and remove the basket from the patient. The sedation from the ercp was wearing of, therefore the procedure was completed by placing a stent, and stone extraction was scheduled for another day. There were no patient complications as a result of this event. The patient had a planned hospitalization and was released the next day. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatable basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2014. According to the complainant, the device was tested and inspected prior to use and no issues with the device were noted. During the procedure, the physician attempted to crush a stone with an estimated size of 0.5-1cm but failed. The physician attempted to detach the basket tip; however, the outer sheath started to buckle, the metal within the handle snapped and the tip failed to detach. The stone was eventually released by moving the basket up and down in the common bile duct. It took approximately 40 minutes to release the stone, and remove the basket from the patient. The sedation from the ercp was wearing of, therefore the procedure was completed by placing a stent, and stone extraction was scheduled for another day. There were no patient complications as a result of this event. The patient had a planned hospitalization and was released the next day. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.